Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the observed lock up issue.  Physio then replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. The removed pcb assemblies were further evaluated in the failure analysis center.  The cause of the observed lock up issue was determined to be due to a thermally sensitive integrated circuit chip, designator u61 from the system controller pcb assembly.

Event description:
The customer initially reported that the display on their device was acting up and would not show a consistent image. After an evaluation of the device by physio-control, it was observed that the device was locking up during the boot process. There was no report of any patient use associated with the reported issue.